Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported via phone call that her blood glucose was 479 mg/dl. Troubleshooting occurred for the insulin pump and there were no anomalies noted. The insulin pump was not returned for analysis.